Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. D4: justification for no UDI, this device was manufactured before UDI requirements.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, defib testing, and was able to discharge normally during evaluation using the returned accessories without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.